Event description:
Consumer alleges his (B)(6) daughter was using the humidifier in her room and awoke to find her room full of smoke. He noticed the humidifier was out of water and it appeared that the metal piece had burned through the bottom of the unit and damaged the tv tray it was sitting on. His daughter had a sore throat the next day but did not seek medical attention.

Manufacturer narrative:
Consumer was sent a prepaid label to return the product for evaluation, but the consumer has not returned the product.